Event description:
The patient had a nerve monitoring system used during a hemilaminectomy and discectomy. The patient complained of pain post-operatively and burn wounds discovered on legs where the electrodes were placed. Patient has blistering and low-grade burns, 3 burns to each leg and one on her abdomen. The patient is being seen by plastic surgery and is getting conservative treatment.